Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that transmitter was not working. The customer's blood glucose was 560 mg/dl. The customer's blood glucose was 153 mg/dl at the time of the incident. The customer declined to troubleshoot for high blood glucose. The product was not returned for analysis.